Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. Device manufacture date provided.

Manufacturer narrative:
Two medtronic representatives, following-up at the site, reported they tested the o-arm 1000 imaging system and stealthstation s7 system communication with the saw bones demo model. O-arm scan successfully transferred to s7 without issue and was accurate. Reported issue could not be replicated. No parts have been returned to manufacturer for analysis.

Event description:
A site representative, radiographic technologist (rt), reported that while in a spine procedure the surgeon alleged a 1 inch inaccuracy and requested to re-spin the patient. The rt took another spin of the patient, using the xl setting, no hd, images successfully transferred to the navigation system and the surgeon confirmed being accurate. Delay to surgery was approximately 3-5 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.